Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted. No unexpected battery out limited alarm anomalies noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose level of 30 mg/dl. Customer stated the insulin pump was not working. Customer reported they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer stated that insulin pump was not exposed to high magnetic field. Customer was able to complete insulin pump rewound. The insulin pump will be returned for analysis.